Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Event description:
New information received on (B)(6) 2018 indicating that the patient was stable post procedure.